Event description:
It was reported that removal difficulties were experienced and a stent dislodged. The lesion was located in the very tight left circumflex artery (lcx). The physician advanced a 2.25x12mm promus premier¿ stent delivery system (sds) to the target lesion however the sds was unable to cross. Upon removal, the sds got hung up on the guide catheter so the physician pulled firmly on the device and removed it. It was then noted that the stent had dislodged and remained in the left main to proximal lcx. The physician then proceeded to take a 1.5mm balloon and insert it into the undeployed stent. The balloon was slightly inflated and used to pull the stent back into the guide catheter. Once the stent was in the guide catheter the entire system was removed. Upon removal, the stent was not accounted. The stent was then noted to be in the leg. The patient was then sent to vascular surgery to have the stent removed. No further patient complications were reported and the patient's status is stable and well.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).